Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was seen leaking from this tear. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 317 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the pod was leading during wear.